Manufacturer narrative:
The reported complaint is not confirmed. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The search found that thirteen lot numbers have been shipped to the complainant in this time period. The CAPA trigger was not exceeded by any of the aforementioned lot numbers. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.

Event description:
The patient's estimated blood loss was 200mls.

Event description:
A hemodialysis facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. The estimated blood loss is unknown at this time. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample is not available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.